Event description:
According to the reporter, the patient was with chronic kidney disease who arrived for his hemodialysis treatment. At the time of connection, it was evident that the catheter port was broken due to blood leakage at the exit site. The catheter was not repaired and there was no luer adapter issue. The insertion site was not treated prior to product placement. Dialysis was achieved for two hours and catheter change was programmed by the nephrologist. There was no medical or surgical intervention needed to prevent a permanent impairment of a function, and the event did not lead to or extend patient hospitalization. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.